Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken statlock is confirmed but the exact cause could not be determined. One statlock ultra ped was returned was for evaluation. An initial visual observation showed use residues on the returned statlock, and the device was retuned broken in half at the blue, molded connection point. It was observed that a section of the plastic was missing from the molded piece of the statlock. A functional test of attempting to recreate the failure with a non-complainant statlock stabilization device revealed difficulty causing a break in the device similar to the complainant device. Several attempts at placing and removing the non-complainant statlock onto a catheter revealed difficulty in repeating the failure, and a subsequent attempt at breaking the molded plastic by manipulation of the plastic revealed differences in the type of failure for each device. The non-complainant device exhibited a ductile fracture with plastic deformation visible in the molded plastic, while the complainant device exhibited a brittle fracture with little observable plastic deformation. A microscopic observation revealed the complainant statlock to exhibit sharp fracture edges with a missing component of the molded plastic, revealing a brittle type fracture. Microscopic observations of the non-complainant device exhibited a ductile fracture with plastic deformation at the stress locations caused by torsional forces applied to the molded plastic. The complaint of a broken statlock is confirmed; however, a root cause could not be determined based on the returned device. Possible contributions to this failure may include unknown environmental factors or interactions with certain medications in addition to environmental factors affecting the mechanical properties of the retainer plastic. 11

Event description:
It was reported that the rn was removing a midline dressing and preparing to remove statlock. Statlock noted to be broken/shattered on the blue plastic component that holds catheter in place. Unable to identify cause of breakage. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant.

Event description:
It was reported that the rn was removing a midline dressing and preparing to remove statlock. Statlock noted to be broken/shattered on the blue plastic component that holds catheter in place. Unable to identify cause of breakage.